Event description:
A surgeon reported an unexpected postoperative refractive outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the event continues. There have been no medical or surgical interventions performed. The lens is in the bag without opacity. In the surgeon's opinion, it is unknown if the device caused/contributed to the event. Information from the surgeon indicated an unapproved viscoelastic was used during the procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of unexpected postop refractive outcome. A failure to follow the dfu was also indicated by the use of an unapproved viscoelastic with a lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).